Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, a lead was presenting lack of impedances, capture, and sensing. The lead was exchanged for a new lead. No patient complications have been reported as a result of this event.